Event description:
It was reported that at a regular follow-up appointment, a substantial decrease in the battery longevity was noted from this device. The patient was scheduled for an emergent device replacement, but it is unknown at this time if the procedure has been performed. The device remains implanted and no adverse patient consequences were reported.

Event description:
It was reported that at a regular follow-up appointment, a substantial decrease in the battery longevity was noted from this device. The patient was scheduled for an emergent device replacement and the device was explanted to resolve the event. The device was subsequently discarded and no additional adverse patient effects were reported.